Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by he customer's parent that the customer experienced high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The caller reported possible damage to the infusion set tubing. Caller also reported sensor bleeding at site and discomfort. The insulin pump will not be returned for analysis.